Event description:
It was reported that during a thoracoscopic pneumonectomy, after pv dissection, the tip of jaws did not open, and the vessel was treated with ligation + energy device. After that, the jaws opened and closed again without any problem. The cartridge color was white. It was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # 769c35. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with no reload present, and with the jaws and closure trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 769c35, and no non-conformances were identified. Additional information: was the device locked on tissue with the jaws closed?=>yes. If yes, how was the device removed?=>when the surgeon operated the opening/closing operation, the jaws was opened. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? =>=>when the surgeon operated the opening/closing operation, the jaws was opened.